Event description:
As reported by an affiliate, while performing inventory inspection, "foreign matter" was found inside a 3.00 x 20mm sakura fire star sterile package. The outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. There were no anomalies except for the foreign matter. The unit was not clinically used and had not been re-packaged or re-sterilized. It is unknown if the product will be returned for analysis.

Manufacturer narrative:
Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During inventory inspection of a firestar ptca balloon catheter, foreign material was noted in the sterile pouch. The pouch seals remained intact. The product was not used and no patient injury occurred. The product was not returned for evaluation, however, photos showing a black speck inside the sterile pouch were returned. Review of the manufacturing documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Based upon the photos, the complaints could be confirmed and the issue is considered related to the manufacturing process (B)(4) was opened to address the issue.